Event description:
The customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller through several troubleshooting steps, but the screen remained off. Consequently, a replacement pump was sent to the customer, along with a recommendation to use multiple daily injections (mdi) as backup therapy. The customer was informed about training available in their tandem source account, and arrangements were made for the return of the faulty pump.